Manufacturer narrative:
A ge representative evaluated the system and replaced the batteries. System operates as intended.

Event description:
Customer reported pre-charge errors. No patient injury was reported.